Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)'), genital haemorrhage ('surgery (other) type of surgery: surgery to stop bleeding-unsure of name') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. In 2012, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: uterine fibroid"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), abdominal pain ("abdominal pain"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), alopecia ("hair loss"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), ovarian enlargement ("reproductive system disorder or condition type of disorder or condition: swollen ovaries") and scar ("puncture scars but nothing of hair loss"). The patient was treated with ibuprofen and surgery (ablation and hysterectomy with bilateral salpingectomy, oophorectomy (one side removal of ovary)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage and abdominal pain had resolved and the dysmenorrhoea, dyspareunia, migraine, tooth disorder, uterine leiomyoma, alopecia, bladder disorder, urinary tract disorder, ovarian enlargement and scar outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, ovarian enlargement, pelvic pain, scar, tooth disorder, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: in current pfs: they reported coil posturing through the tubes in content of communication. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs and mr was received: reporters were added. Case become incident, previously added injury nos was replaced with abnormal bleeding (vaginal) and new events- abnormal bleeding (menorrhagia), bladder or urinary problems or changes, migraines / headaches, swollen ovaries, dental problems, dysmenorrhea, surgery to stop bleeding-unsure of name, puncture scars but nothing of hair loss,dyspareunia, uterine fibroid, pelvic pain, hair loss, abdominal pain, were added. Treatment drug was added. Lab test was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.